Event description:
On (B)(6) 2012, the reporter called animas alleging that the up and down keypad buttons have been sticking since october or november. The patient reportedly wears the pump under clothing and against the body and uses a soft cloth to clean the pump. There is reportedly no adverse event associated with this complaint. This complaint is being reported due to allegation of keypad malfunction that remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 06/18/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive. The contrast and ok keypad buttons responded to button presses as expected. All of the keypad buttons were found to spring back and click back normally. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.